Manufacturer narrative:
The customer did not request svc. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system. A company clinical analyst has reviewed the file and the following was stated: on (B)(6) 2013 a complaint report was filed wherein a pt was reported to have developed endophthalmitis post operatively. The reporter states that, "they feel certain that it has nothing to do with the MFR's product." No other details were provided at this time. A questionnaire was sent but has not been returned at this time. Endophthalmitis is always associated with an infection (bacterial gram + and / or - fungi) even though 30-40% could come out gram and culture negative. Endophthalmitis usually presents within 3 days post-operatively. It commonly presents with lid swelling, conjunctival injection, the vitreous inflammation (posterior pole) is more evident. Pain is more prominent than in toxic anterior segment syndrome (tass) in general. The prognosis depends on invading micro organism and presenting visual acuity (va). Intraocular antibiotic injection and possibility vitrectomy are the mainstays of treatment. The use of steroids in endophthalmitis is still controversial. As this entity is primarily related to sterility issuers in majority of times, it is recommended that the institution thoroughly review its own protocol on sterilizing equipment. It is important to keep in mind to differentiate endophthalmitis and toxic anterior segment syndrome (tass), because although different in etiology, can clinically overlap like in some instances so this should always be treated as a case of endophthalmitis until proven otherwise. Another consideration that should be included in these cases is the pt's systemic health and past ocular and medical history as this might reveal a uveitic component (for tass). The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a case of postoperative endophthalmitis following a vitrectomy procedure. The customer stated they feel certain that it was nothing to do with the MFR's product.